Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a right unruptured cavernous saccular aneurysm measuring 10mm x 6mm. During the pipeline deployment, it was reported that a balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the proximal half of the pipeline. No injury was reported with the patient as a result of the procedure.